Event description:
It was reported that the patient with this pacemaker device exhibited undersensing and atrial pacing crosstalk. Technical services (ts) reviewed and stated that the device is competitively pacing, and the crosstalk was appropriately falling into true refractory period. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.